Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13317. The pt had two leads from different lot numbers, reporting on both leads. It was reported the pt's leads had migrated and the pt lost stimulation coverage. The pt underwent a surgical procedure and her leads were explanted and replaced. It was also noted an ipg was implanted during this procedure. The pt was receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.